Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level on (B)(6) 2015 and the paramedics came to her home. The insulin pump did not alarm no delivery when there was no insulin in the reservoir. The customer was on a new medication and she worked all day causing her low blood glucose level. Customer's low blood glucose level was not reported but her current blood glucose level was 132 mg/dl. The paramedics gave her glucose through an IV. The device was not returned.